Manufacturer narrative:
The customer called the manufacturer to troubleshoot the reported user advisory 45. Zoll rep successfully walked the customer through the steps for clearing the ua 45. Zoll rep advised the customer to turn the unit on with 2 fully charged batteries. The platform prompted the user to "align patient" and press the start/continue button. The unit would turn off every time after the start/continue button was pressed. At that point, the zoll rep advised the customer to return the platform for further evaluation. The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation. Visual inspection of the returned platform was performed which found that the motor cover and encoder cover were damaged. The display backlight was also observed not to be working. Functional testing was performed and the system turned on/off with no problems, however, when the continue button was pressed the platform would exhibit a user advisory 28 (loss of clutch connectivity) fault. It was found that the power distribution board was at fault. A review of the archive was performed and no errors or anomalies were observed on the reported event date of (B)(6) 2015. However, please note that numerous user advisory 45 and 28 faults were observed on (B)(6) 2015. The power distribution board was replaced, remedying the user advisory 28 fault. The processor board, motor cover and encoder cover were also replaced. The platform underwent and passed all final functional testing. The customer's reported complaint of the platform turning off after the start/continue button being pressed, was confirmed through initial functional testing of the system. The customer's reported complaint of the platform exhibiting a ua45 was also confirmed. The root cause of the ua45 was determined to be that the encoder shaft was not in the "home" position. The root cause of the platform exhibiting a fault 28 was determined to be due to the defective power distribution board. The power distribution board was replaced, remedying the fault 28. The platform underwent and passed all final functional testing.

Event description:
Complainant alleged that the crew was getting ready to use the autopulse® platform on a patient, however, when the platform was turned on it displayed a user advisory 45 (not at "home" position after power-on/restart) message. Medics reverted back to manual CPR (exact length of time was not provided). Another ambulance was at the scene, therefore, the crew was able to use their platform to continue therapy. No adverse patient sequelae was reported. No additional details were provided.